Manufacturer narrative:
Service rep disconnected and reconnected the spo2 board, calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the accutorr v monitor had no spo2 function resulting in a possible loss of spo2 monitoring. No patient injury was reported.